Event description:
The reporter stated that the pt had a central line placed and biopatch applied. Chloraprep was used and allowed to dry prior to placement of the biopatch. The next day, the area was red and swollen and a green / white blister was noted around the biopatch site. The biopatch was removed, wound care was consulted and a prescription ointment, xanaderm, was applied. The pt had a history of congenital heart defect. The distributor was requested additional info from the reporter.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.